Manufacturer narrative:
Additional information was received that the reason for the procedure was that the patient had difficulty charging. During the procedure, when the pocket site was opened, the surgeon discovered that the outer layer of the tails of the paddle was gone and the wiring was exposed. The ipg was removed and some of the wires of the lead. The patient underwent another revision ((B)(6) 2016) where the remaining part of the lead was explanted and a new ipg and lead was implanted. Concomitant medical products: model#: sc-8120-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the lead was completely torn up during the explant procedure. Sc-1110 (sn (B)(4)) device evaluation indicated that the complaint of the charging issue was not verified. The depleted ipg was charged fully in one cycle. The daily battery depletion rate without any stimulation was within the expected range. In low power idle mode without any stimulation, the quiescent current measured was within the expected range. Since the device was capable of being charged fully under a proper charging method, and the patient data indicated that the device has not been charged optimally, and the ipg orientation or depth of the pocket was likely the source of the charging issue. The device passed all the required tests and revealed normal device characteristics. Sc-8120-50 (sn (B)(4)) the explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.